Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a stop key thatb was not working. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an inoperable stop key. The root cause was determined to be a defective stop key. The pump head module keypad was replaced to repair the reported condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available.